Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician to report the versacare frame head section will intermittently operate in the up direction on its own. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.